Manufacturer narrative:
The device was evaluated by the manufacturer's service technician. The customer's complaint was not confirmed, the display was found to be operational and the device alarmed appropriately. The technician found no errors logged within the device's error log system to indicate a failure. The device operated and alarmed to design specifications. The manufacturer concludes the device did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient expired while using a bipap vision. Reportedly, the device's screen was blank and the device was not alarming.